Event description:
During implant, the surgeon could not withdraw introducer sheath with the electrode in place. The electrode was stuck in the sheath. The surgeon chose to use new sheath and electrode. There was no consequence to patient.

Manufacturer narrative:
(B) (4): the lead and the lead introducer sheath were returned for analysis: analysis results for the lead: while attempting to pull the lead through the introducer, resistance was felt at the second tine from the distal end, at the hub of the introducer. Further insertion of the lead was possible until the distal electrodes could be seen exiting the introducer. The interface between the tines and the lead body of the returned lead showed an excess amount of material. This excess material can interfere with the tine causing a larger diameter, which would make passage of the lead through the introducer more difficult. Analysis results for the lead introducer: introducer sheath was functionally ok. A known good lead could be inserted into the sheath without any difficulty.